Manufacturer narrative:
Dates estimated. The devices were not returned for analysis. A review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information provided, a cause for the reported death could not be determined. The reported patient effect of death is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Attached literature title : single-center five-year outcomes after interventional edge-to-edge repair of the mitral valve.na

Event description:
This event was captured based on a research article representing a summary of death. It was reported through a research article identifying the mitraclip device which maybe be related to patient death. Details are listed in the attached article, titled single-center five-year outcomes after interventional edge-to-edge repair of the mitral valve. No additional information was provided.